Manufacturer narrative:
Citation: soszyn et al. Valve frame geometry and arrhythmia risk following self-expanding transcatheter pulmonary valve replacement. Pediatr cardiol. 2025 jan 20. Doi: 10.1007/s00246-024-03767-4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding valve frame geometry and arrhythmia risk following self-expanding transcatheter pulmonary valve replacement. The study population included 28 patients who were predominantly male with a median age of 24 years old and a mean weight of 66.4 kg. Multiple manufacturer¿s devices were implanted in the study population; 14 patients were implanted with a medtronic harmony pulmonary bioprosthetic valve. Among all patients, adverse events included: clinically significant ventricular arrythmia. No further information was provided pertaining to medtronic products.